Manufacturer narrative:
Other relevant device(s) are: product ID : 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter; (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 1 mg/ml of morphine at 0.30 mg/day via an implantable pump for malignant pain. It was reported a problem had occurred with the patient¿s catheter. The patient¿s pump had been flipping in pocket and a revision occurred (B)(6) 2018. The catheter was found to be coiled when the revision was performed. A portion of the catheter was removed and replaced. The new catheter volume was provided. Technical services reviewed how to program the catheter information and how to program the prime of the catheter volume only since the pump not replaced. No symptoms were reported. The event date was provided as (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep)*

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative (rep). The rep reported they were notified of the event by the patient's managing physician. It was indicated the patient had twiddlers syndrome and that was the reason the pump flipped and why the catheter was "basically in braided knots." The removed catheter segment would not be returned. The physician did not want the catheter segment returned for analysis. The patient's weight at the time of the event was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional received from a healthcare provider (hcp) via a device manufacturer representative indicated that in (B)(6) 2018 the recently revised pump had flipped again. It was reported that the hcp could not access the pump so they performed imaging and found it to be flipped. When the revision took place to correct the flipped pump they found that the catheter was kinked so a portion of the catheter was replaced. It was reported that the original catheter was cut to 53.5 cm and approximately 10.7 cm were added. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The evaluation codes have been updated. Code-conclusion applies to product ID 8780, serial# (B)(4), code-conclusion applies to the pump and product ID 8784, serial# (B)(4). Code-conclusion is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional received from a healthcare provider (hcp) via a device manufacturer representative (B)(6) 2018. The rep reported the revision/replacement occurred on (B)(6) 2018. It was reported the portion of the catheter that was removed would not be returned to the manufacturer for analysis because the physician knew the reason for the issue; the patient was twiddling their pump.